Event description:
During surgery for small bowel obstruction, staples from the previous ventral herniorrhaphy were removed. Upon removing the staples, some serous-like fluid came out, approx 10 cc. Further opening of the wound identified a loop or knuckle of small bowel that was incarcerated and near strangulated in the opening from the ventral hernia repair. The mesh that was there was intact, as were all of the sutures except for the cephalad two sutures which had broken. The ties were in place but the two sutures had broken, and through this approximately 2 cm opening, a loop of small bowel herniated through and approximately 8 to 10 cm of knuckle of bowel were herniated through this opening. In recovery, as the pt was waking up from anesthesia, the scrub nurse could feel a suture pop underneath the incision. For that reason, the pt was continued on anesthesia. He was already extubated, so the anesthetist continued with mask anesthesia. At this point the pt was re-prepped and draped in a sterile manner and then the sutures were removed. After the incision was opened and retracted, the mesh was released on one side and folded over. It was identified in the middle of the repair, one of the sutures had broken. A figure-eight mesh was then reattached on its one side using interrupted sutures. The skin was reapproximated using staples. The pt tolerated that portion of the procedure well. There were no complications.